Event description:
It was reported that during an implant procedure, the physician attempted to extend the lead's helix but it only resulted in a torsion of the lead body. The physician suspected a mechanical failure and decided to implant a different lead, a new lead was implanted with no issue. The patient was stable.

Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. As received, a complete lead was returned in one piece with helix partially extended and clogged with blood/tissue. X-ray inspection found the inner coil inside the connector region was overtorqued consistent with procedural damage. After cleaning and cutting the lead, the helix could be extended and retracted by applying torqued directly to the inner coil. The full helix extension length was measured within specification. The cause of the reported event was isolated to the helix being clogged with blood/tissue and overtorque of the inner coil.

Manufacturer narrative:
Correction: h6 health impact code should have been "4632 - prolonged surgery" instead of " 2199 - no health consequences or impact."